Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: static images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The valve was deployed to 80% and depth assessment was performed confirming acceptable depth at the non-coronary cusp (ncc), approximately 3 millimeter (mm). Medtronic best practices recommends a target implant depth of 3mm, so this was considered an ideal depth of implantation. The valve dislodged above the annulus for unknown reasons. It is possible that the nose cone could have contributed to the dislodgement; however, there are no images to support that claim so this review is inconclusive. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, no definitive reason could be determined for the dislodgement, however dcs interaction is likely a contributing factor. This event does not indicate device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-dilation was performed with a 22 mm osypka balloon. The delivery catheter system (dcs) was then advanced and positioned at annulus height. The valve was recaptured once because the height in the non-coronary cusp (ncc) was 0 mm. The valve was then repositioned and released. After release, the valve was well-positioned. The dcs was then pulled back, but no image was taken during this maneuver. In the next image, the valve was no longer in the same position and had dislodged. Subsequently, a non-medtronic (sapien) transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: envpro_14; product lot number: unknown; product type: heart valves. Product ID: 22 mm osypka balloon; product lot/serial number: unknown; product type: aortic valvuloplasty balloon product ID: sapien transcatheter aortic valve; product lot/serial number: unknown; product type: heart valves; implant date: (B)(6) 2023. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no post-implant balloon aortic valvuloplasty (bav) was performed during the procedure. Per the physician, there was nothing in terms of patient anatomy that contributed to the valve dislodgement. The physician did not believe the delivery catheter system (dcs) caused or contributed to the dislodgement. The non-medtronic valve was implanted within the native annulus. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.